Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. On-site visual and functional testing was completed on the system. The uninterruptible power supply (ups) and the power supply were replaced. The system then performed as intended. The ups was returned for analysis. Visual and functional testing found no failure with the part. All ac outputs measure expected voltage and function as intended. It was able to switch from ac to battery power and back again. Also, it was able to run from battery power, as well as, recharge the battery when reconnected to ac. It was fully functional. The power supply was retuned. Visual and functional testing found no failure with the part. When connected to ac all outputs measured in the normal range. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system powered off during the short time the site was not looking. Although the power was connected to an outlet, the main switch light was off and the power was off. Rebooting resolved the issue. There was no patient present when this issue was observed.